Event description:
Complainant alleged that during an open heart surgery procedure, the clinicians were defibrillating a patient (age and gender unknown) using internal handles with the device. The clinicians administered one shock at 20 joules, but on their second and third attempt to deliver a 20 joule shock to the patient, the device displayed a "poor pad contact" message. The clinicians then obtained a second set of internal handles and successfully administered the shocks to the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.